Event description:
The customer reported that an erroneous, elevated estradiol result, above the normal reference range of the assay, was generated on an access 2 immunoassay system for one patient sample. The initial estradiol result was reported out of the laboratory and questioned by the patient's doctor who ordered repeat testing of the patient without making any changes to patient treatment. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing, the results were lower and below the normal reference range for the assay. Beckman coulter inc. Assessment of customer supplied data indicated involvement of three additional patients whose initial and repeat estradiol results were within the same clinical range but collectively exceeded the precision claims of the assay. The imprecise estradiol results were reported outside of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were venous collected samples assessed in the primary tube. The samples were centrifuged prior to testing. No other patient results/assay results were in question by the customer as part of this event. The system generated some 'sample counts outside limits' errors, the system indicated that no results were reported out in conjunction with the error messages.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 in response to this event the field service engineer (fse) detected some kinked tubing and loose fittings that could negatively impact substrate delivery on the instrument. The fse replaced the kinked substrate tubing and tightened up the loose fitting. The fse verified hardware operation via a successful system check and a passing high sensitivity system check. The customer performed quality control which generated results within their established limits after all repairs were completed. The instrument was returned into service after the necessary and verified repairs. Although hardware issues required resolution by the on site fse, the fse could not perform testing to prove the substrate delivery issues had caused the erroneous results to occur days prior to the service visit.